Event description:
It was reported the patient was feeling stimulation continuously on the left side of their vagina. They normally felt stimulation side to side and in bursts. The change occurred after the patient replaced their programmer batteries. There were no problems with their symptoms. The patient had not changed their settings. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0am2p, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).